Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements of greater than 4,000 ohms, and the pacing threshold measurements were high at 5v. These unacceptable values could not be resolved despite multiple tests, so a new lead of the same model was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.